Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported that during (B)(6) 2018 the patient¿s cord frayed. It was reported that the patient intermittently feels hotness inside their ins during charging only. This reportedly began in (B)(6) 2019. The patient charges while they drive or sit on a couch watching a movie, their normal charging pattern. It was reported that they do see the thermometer screen on the recharger, but the hotness inside their implant does not correlate with the thermometer screen. Sometimes the thermometer screen occurs and they do not feel hotness inside his implant and sometimes they do. It was reported that the ins pocket site looks fine now, but when it is hot on the inside, their skin is red. Manufacturer representative reported they had to re-orient patient's as and impedances were within normal limits. It was recommended that the patient put their recharger in their pant and use adhesive discs. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not determined but that it happens sometimes. It was reported that the patient's scs works as it should. Patient was reportedly instructed to let them know if it continues. No further complications reported/anticipated.